Event description:
It was reported that the left ventricular (lv) lead exhibited no capture one month after implant. The cause of no capture was confirmed to be dislodgement, which was determined through a chest x -ray. The patient did not use the sling to sleep and raised arm overhead the day after the initial implant which is believed to be the cause of dislodgement. The pulse generator was reprogrammed to right ventricular (rv) only until a revision procedure could be performed. Due to patient anatomy no new lead was placed as the patient was not dependent on the device. No additional adverse patient effects reported.

Manufacturer narrative:
This report will be updated should additional information become available or if analysis is completed.